Manufacturer narrative:
Conclusion: based on the received information, it seems that the reported lack of hearing was caused by a post-operative migration of the active electrode array out of the cochlea. A full insertion was achieved at the initial implantation. A surgery to re-insert the electrode was successfully performed. The concerned device remains implanted and in use. This is a combined initial and final report.

Event description:
Reportedly the user's hearing performance with the device was affected. Decision was made to monitor the recipient as recipient had 8 active channels. As per new information received electrode array was re-inserted in the course of initial implantation of the contralateral left side ear on (B)(6) 2020.